Event description:
The pt reportedly experience an overly loud sensation followed by no sound. External equipment was exchanged. However the problem was not resolved. The pt was seen at the center for device eval. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted.